Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in the united states of america. As no information related to the device or further circumstances were provided, livanova (B)(4) is not able to perform an further investigation. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a patient underwent an open heart procedure and is experiencing symptoms consistent with concerns related to the heater-cooler system 3t. This patient has an appointment set with up an independent infectious disease physician that will involve a CT, lab work and follow up.